Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm. Customer's blood glucose was 437 mg/dl. Customer had changed the infusion set 4 times and each time the insulin pump alarmed a no delivery alarm. The call was disconnected during troubleshooting. Customer will not be returning the device for analysis.